Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device failed pretests for saw- test, function- test, charging and checking of power module in charger and information button and self-test. It was noted in the service order that the device battery was not charging. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During further evaluation, it was determined that the device was generally not functioning and defective. It was further determined that the device failed pretest for general condition and lever. The assignable could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.